Manufacturer narrative:
One device was received for evaluation of complaint that the device had a continuous air in line. Log events were reviewed and there were no errors related to the complaint. Review of service history found a previous request for a downstream occlusion (dso) seal replacement. Visual and functional testing was performed. The complaint was not confirmed. Device passed all testing. Probable cause was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a continuous air in line. There was no patient involvement.